Event description:
It was reported that the device reached elective replacement indicator (eri) early. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 5554-45 implantable pacing lead 2000 (B)(6); 5054-58 implantable pacing lead 2000 (B)(6); 694765 implantable tachy lead 2008 (B)(6); 419388 implantable pacing lead 2008 (B)(6). (B)(4).